Event description:
Procedure type: gastrectomy. According to the reporter: the anvil did not connect to the center shaft smoothly. The surgeon tried several times, but could not connect. He extended the incision and connected the anvil under direct vision using forceps for laparotomy. The procedure was completed without further incident. The case was extended by more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).